Event description:
The customer reported that the system's monitors were blank and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cables and printed circuit boards were reseated and the image display on the monitors verified. The system was tested and found to be working as intended and put back into service.